Event description:
The patient contacted animas on (B)(6) 2012, stating the keypad buttons required multiple presses to elicit a response. The patient stated the keypad rubber and buttons seemed loose. The patient reportedly wore the pump under a garment against the body and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact with no noted damage. The contrast and ok buttons were found to be unresponsive to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012-device evaluation continued: the up and down button contacts were also found to be misaligned. Unrelated to the complaint, the display screen was found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.